Manufacturer narrative:
.

Event description:
The customer reported that after the cycle completed they found that the cyclesure was broken there was no media inside. The load was not recalled. There is no information regarding potential pt impact available. The customer was instructed to make sure to inspect the cyclesure before and after every cycle.